Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect placement of the device resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when the physician tried to engage the involved angio-seal device, the anchor did not come out of the sheath. The patient was in stable condition and the procedure was successful. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Additional information was received on 12 sep 2022: manual pressure was applied to achieve hemostasis. The procedure performed was a heart catheterization. A 6 french sheath was used. There was no stenosis, plaque, or calcium present around the insertion site.